Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa was not able to confirm the customer's reported complaint. The instrument passed self test when placed on the in-house generator. Cannot verify external event. Additional observation not reported by site included the instrument was found to have a blade broken. The blade broke at roughly 0.15¿ from the base. Broken piece was returned.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, an error message "replace the instrument" appeared while using the harmonic ace instrument. The customer reassembled the line and the instrument, but the issue persisted. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.